Manufacturer narrative:
Additional information has been requested. Device history record showed no anomalies. Distractor was found to be intact and broken. The distractor passed functional testing. In 2008, the MDR team determined this event to be non-reportable. Following the initial evaluation, synthes provided additional information in 2009. The MDR team reevaluated the complaint the following month and deemed it to be a reportable event.

Event description:
Patient implanted with 2 distractors for planned ap advancement of the mandible. After 6 day latency and 1 mm do per day in one increment up to 15 mm, do was stopped. Distractor on the left broke 2 weeks later. The distractor was removed and a plate was implanted. One of three reports made for the same event.